Event description:
Display only shows milliamperes [device malfunction]. Case description: this spontaneous report originating from (B)(6) as received from a registered nurse refers to a pt of unk age. This report concerns one pt and one device. No other co-suspects were reported. No concomitant medications were reported. On an unk date, the neuromuscular transmission monitor (tof watch) display showed only milli amperes and didn't show the depth of relaxation, nor the train of four (tof) value. The disorder was noticed when the device was taken for use on the next pt. It was noted that the display had been normal for the previous pt. The neuromuscular transmission monitor (tof watch) was more than five years old. No treatment info reported. The outcome of display shows only milli amperes is unknown. The relatedness for display shows only milliamperes is unknown for neuromuscular transmission monitor (tof watch). The device neuromuscular transmission monitor (tof watch) itself was available for investigation (reported to be available if requested by MFR). For device neuromuscular transmission monitor (tof watch), lot number was reported as 09-2004109 and serial number is not available. For neuromuscular transmission monitor (tof watch), quality investigation status: reportable malfunction/(potential) incident identified. Investigation in progress. (B)(4). Additional information has been requested.